Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on her one touch ultralink meter. The patient was comparing her one touch ultra meter to the hospital meter using the same finger stick. The patient does not recall the readings on either device. She did not receive any medical treatment at the physician's office. She mentioned after noticing the discrepancies with her meter to the hospital's meter, she thinks she may have taken too much insulin based on the meter result back in (B) (6) that caused to develop low symptoms. On (B) (6) 2010, around mid morning after testing and taking insulin (.8 units) based on the meter result (she does not recall the reading). She had a hard time focusing while driving and she had to pull over and she ended up having a seizure and was drooling. She did not seek any medical attention or contact her physician for assistance. Products were replaced. The complaint is being reported since the patient alleged that due to the elevated reading, she took insulin based on the meter result and later developed symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.